Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating. All components of the existing ipp were explanted and replaced with a new ipp. There were no patient complications reported.